Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Section other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 17-oct-2015, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt pain in their left leg and they were unable to get stimulation in their left leg. They stated that this began in (B)(6) 2018. There were no known factors that led to this issue. It was reported that the rep met with the patient on 2018-09-14 and tested the impedances and contacts 0 through 7 showed greater than 10,000 ohms. The patient was referred to their doctor for surgical revision. The extension was replaced on (B)(6) 2018 and the issue was resolved. A battery replacement was done at the same time. It was reported that the issue was resolved at the time of the report. The explanted product was given to risk management at the hospital and then returned to the rep to send in for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results confirmed a conductor body break less than 5 cm from the proximal end of the extension. If information is provided in the future, a supplemental report will be issued.